Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The system controller periodic log files contained approximately 11 days of data combined (17mar2024 ¿ 28mar2024 per the timestamp). The log files captured a backup battery fault alarm from (B)(6) 2024 at 19:07:47 to (B)(6) 2024 at 12:07:43 that appeared to be due to the backup battery not passing the load test. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and the initial conditions that caused the backup battery to not pass the load test cannot be determined from this log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller event log files contained approximately 2 days of relevant data combined (26mar2024 ¿ 28mar2024 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log files. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The driveline was disconnected on 28mar2024 at 09:54:33 to exchange the system controller. No notable alarms were observed in the log files. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02may2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 20nov2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported backup battery fault alarms. Two sets of log files were sent for analysis. Both event log files contained data from (B)(6) 2024 to (B)(6)2024 and none captured the reported backup battery fault alarms. Troubleshooting was performed by reconnecting the backup battery and resetting the ribbon. The system controller was finally exchanged which resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.